Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) displayed a battery voltage of 2.76 volts with a corresponding charge time of 16.1 seconds in (B)(6) 2011. Subsequent information indicated that the device was later explanted for normal battery depletion. The device was returned for routine laboratory analysis which indicated a possible product performance issue. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.